Event description:
The customer reports: the pt was admitted for an overdose. Pt was sedated and placed on the ventilator. The ventilator alarmed and was silenced by staff. The water trap was disconnected from the ventilator but undiscovered by staff. Pt's sats dropped and pt respiratory arrested. The pt was removed from the ventilator and bagged. The resuscitation was unsuccessful.